Event description:
Koru medical became aware of mw5120701 received through the FDA medwatch program stating "spontaneous report. Pt. Reported she is trying to infuse and set everything up but when they put the 50mg syringe, the pump kicked the syringe out. No missed dose reported. No adverse event reported. Pt. Has pump for return. Reported to cvs/caremark by pt./caregiver." A good faith effort was sent to the initial reporter on 06-sep-2023 for additional information. A response was received providing patient information and the serial number of the device involved. No further information was provided. The device has not been returned to koru for evaluation to date. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions.